Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use list infection as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2018-05896. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 9 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient began noticing foul-smelling green drainage from the percutaneous lead (driveline) site. The patient confirmed that meticulous care of the driveline site had been taken with weekly dressings. Notes compliance with bactrim. Culture grew 3+ pseudomonas. Computed tomography during arterial portography (CT a/p) with no fluid collection. Initially treated with zosyn and IV vanc, narrowed to zosyn once culture resulted. The patient underwent debridement on (B)(6) 2018 and was discharged on zosyn from (B)(6) 2018 to (B)(6) 2018 for a 6 week course. The patient was readmitted again on (B)(6) 2018 with percutaneous lead (driveline) infection failing po and IV antibiotic management. The patient ultimately received a pump exchange due to the infection.